Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site. The expiratory channel and the pressure transducer needs to be replaced. It was also mentioned that preventive maintenance needs to be performed. No further information was provided and no further issues have been reported after the event. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).